Event description:
It was reported that the insulin pump alarmed during the manual prime. The drive support cap was noted to be protruded. Customer's current blood glucose reading is 268 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads, and a missing end cap sticker.